Event description:
It was reported that during use of this pin driver attachment in an orthopedic procedure, a piece of the device broke, fell into the surgical site and had to be retrieved. There was no report of injury during this event and no significant delay.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: the pin driver was received for evaluation with two missing grippers. An investigation confirmed the reported problem but was unable to determine the root cause of this failure. An investigation for this failure mode remains in process. Conmed linvatec will continue to monitor this product for failures.